Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a battery indicator warning issue with his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day of (B)(6) 2011. He stated that he manages his diabetes with insulin (no adjustments) and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient claimed on an unspecified time of (B)(6) 2012, after the alleged issue started, he reportedly couldn't see due to blurred vision and passed out. He stated that while in the emergency room (ER) he was tested with an ER meter and a result of "648 mg/dl" was obtained. In response to his symptoms, he was treated with 70u of nph insulin a day. During the initial call with customer service, the agent noted that the batteries had been recently replaced and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.